Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to an infection. The patient experienced epigastric pain and pyrexia. The patient¿s c-reactive protein level was elevated. A CT scan showed a small collection around the driveline. Cultures were (B)(6) for micro-organisms. The patient responded well to intravenous meropenem. The patient was discharged on (B)(6) 2018 on augmentin and ciprofloxacin. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection cannot be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.